Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjohuntleigh (B)(4). The device was inspected at the user's facility by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. This the second time the nursing home has broken/damaged this bed in the same way, the bed was repaired and returned to use after the first incident in mar 2011. Again the central pivot section has been pulled out of the diecast and it has taken considerable force to fracture in this way. We cannot see that the casting would fail in this manner in normal use and feel that the bed must have been subjected to a substantial impact as typically the tensile strength of this hinge material is 280n/mm2. We concluded that the failure has been caused by a substantial impact, which is categorized as misuse of the product; (B)(4). Other than the actions already taken, there are no further actions proposed at this time. The MFR shall continue to monitor any further incidents of this nature to determine trending. Therefore as this appears to be an isolated incident we consider the case closed.

Event description:
Customer advised that the headrest would twist whenever the head end of the bed was raised. Tech found that the hinge on the backrest frame was broken.